Event description:
Reporter, director of materials management states that the cuff of the device developed a leak during patient use. Reporter confirmed that patient was decannulated and recannulated with a replacement tube.

Manufacturer narrative:
No sample and no lot# available for manufacturing review and/or analysis.